Event description:
Patient treated for an ulna fracture with plate and screws. Fracture healed. All five 3.5mm cortex screws were noted as prominent. Screws were not backing out. Reportedly the patient is young and small in stature. Hardware was explanted on (B)(6) 2011. Patient will retain hardware. This is the second of six reports submitted on this event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4): placeholder.

Event description:
Patient initially complained of pain.